Event description:
On (B)(6) 2012, this vns patient's mother reported that it had been suggested that the patient's battery be changed. The mother stated that after one year of therapy, the patient had freedom from her seizures; however, about two years ago ((B)(6) 2010), the patient began having an increase in seizures. The patient had eight the previous night ((B)(6) 2012). The mother also stated that when the device was interrogated, it did not indicate that the battery was near end of service. The date of the last interrogation is unknown. On (B)(6) 2012, additional information was received that the increase in seizures began in (B)(6) 2012. The increase is reported to be above the patient's pre-vns baseline. The device is believed to be at end of service, and the physician attributes the increase in seizures to the device being at end of service. A battery life calculation (blc) was performed on (B)(6) 2012. The results indicated 0.83 years to eri = yes. Replacement surgery is likely, but has not taken place to date.

Event description:
On (B)(6) 2012, this vns patient underwent generator revision. The previous settings were restored. The explanted device was discarded after explant. An implant card received on (B)(6) 2012, indicated that the device was explanted prophylactically. Follow-up with the physician showed that the patient was seen on (B)(6) 2012, and the seizures were documented to be fewer and less severe.

Manufacturer narrative:
Analysis of programming history.